Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with the clamping mechanism damaged and with an ecr60w cartridge reload loaded on the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the firing trigger was loose on the first firing with the ecr60w and could not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.